Event description:
Baxter germany reported a "broken twist clamp after 8 weeks" with the transfer set. This is noted during use with no patient injury or medical intervention reported by the complaint coordinator.